Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited poor instrument passage in the forceps channel and an e227 scope communication error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e227 (scope communication error) is due corrosion of the scope connector and poor instrument passage observed in the forceps channel is due to component failure. The complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.